Event description:
Pitocin was ordered to induce labor. Pit drip placed on infusion pump at 3.0 cc/hr. Approx. 4 min after pit drip started pt began a tetonic contraction lasting 5 min. IV therapy used to stop contraction and IV discontinued immediately. Nurse in constant attendance and recognized significance of contraction. IV appeared to run at free flow rate. Biomedical engineering checked flow rates on both channels prior to sending unit to the co for quality review checks. Pt delivered several hours later with infant apgar scores of 6/9. No further problems.